Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) powered up the station and inspected the main and auxiliary units. After powering down, all towers and auxiliary devices were unplugged. Upon reboot and checking via hardware test application, no drawers were detected. The electronic drawer was inspected, and the communication sled was found to be inactive. The sled was replaced, and all devices were reconnected. After powering up, the fse confirmed all drawers were visible in storage space configuration, and no errors appeared in drawer recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000 auxiliary, device was not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.